Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received internal clock comparison error alarm. The customer also reported that the buttons were unresponsive and the numbers were ramping up on the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had a frozen screen and a constant watchdog alarm due to a problem at the mother board. Unable to perform the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery or self tests or verify the numbers ramping up, the rtc/internal clock comparison error alarm or button/keypad unresponsiveness due to the frozen screen. No damage/moisture on the keypad trace was noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.